Manufacturer narrative:
Product ID 39286-65 lot# (B)(4) implanted: 2011-(B)(6) explanted: product type lead. (B)(4).

Event description:
It was reported that the patient experienced a burning sensation at the implantable neurostimulator (ins) location following implant. The patient turned the stimulation off and the burning ended for the first time since implant. The patient was going to leave it off for a couple of days, then turn it on to see if the burning returned. Additional information received reported that the physician had seen this in male patient's implanted at the belt line. The patient was scheduled for revision to move the ins a couple of inches above the belt line. A week after revision it was reported that the patient still had burning. The physician noted that it may take some time to resolve. It was noted that the patient had multiple other on-going health issues. Additional information has been requested, but was not available as of the date of this report.